Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the pressure transducer printed circuit boards (pcbs), o2 gas module and expiratory channel pcb is recommended to solve the issue. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. The defective parts have not been returned fot the further investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcbs, o2 gas module and expiratory channel pcb. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no patient involvement///2645. Corrected health effect ¿ impact code: no health consequences or impact///2199 impact code: no patient involvement///2645.

Event description:
It was reported that the ventilator had a leakage and failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).